Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4316 lot#: 15984463 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.